Event description:
It was reported the patient went to urgent care on (B)(6) 2026, for high blood glucose levels that rose greater than 250 mg/dl. The pod was worn between 1 and 4 hours on the infusion site and upon removal the cannula was found bent. Additionally, it was reported the pod had a hazard alarm that caused the patient to remove pod. As treatment, patient was prescribed out of pocket medicines. The patient was discharged on the same day. No further information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone14.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.